Manufacturer narrative:
Device evaluation summary: the pump investigation included flushing the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per specification. A review of the sterilization records showed no parametric anomalies. (B)(4).

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient developed a suspected infection in the pump pocket. During pump explant on (B)(6) 2016, it was determined that the pump pocket was not infected. The pump was returned for evaluation.